Event description:
Rn did not remove soap suds enema cap prior to inserting enema into the patient¿s rectum which resulted in a retained foreign body requiring a procedure and sedation to have it removed.